Event description:
It was reported that during a routine changeout, the atrial lead was found to have damaged insulation, but at the time was determined to be functioning sufficiently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.